Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Study ID: (B)(4), subject ID: (B)(6). Clinical adverse events received for broken nail, device and procedure (relatedness), date of event: 14/11/2024, date of implant: no information provided, date of revision: no information provided, device location: right. Treatment/impact: required in-patient hospitalization, surgical intervention at the fracture site and revision, involving adjustment, modification, removal or replacement of any registry nail system components. Depuy synthes product used: catalog number: 04.233.238s, lot number: 11167p9.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device history lot: manufacturing location: monument. Manufacturing date: 22-mar-2024. Expiration date: 28-feb-2029. Part number: 04.233.238s, rfn/12mm/380mm std bend/pe inlay/sterile. Lot number: 11167p9. Device history review: this lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.